Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited a high pressure alarm. It was reported that troubleshooting was unsuccessful. No adverse patient effects were reported. No additional information is available

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited a high pressure alarm. It was reported that troubleshooting was unsuccessful. No adverse patient effects were reported. No additional information is available